Event description:
It was reported that the patient experienced diaphragmatic stimulation when leaning back in a recliner or lying in bed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.